Event description:
During the procedure the balloon of this device ruptured while being used in conjunction with a competitors stent. The procedure was able to be completed using this device. The pt is reported as fine. The device is not being returned for co's analysis.